Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The crimp sleeve was also observed to have shifted.

Manufacturer narrative:
This rv lead is expected to be returned back for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was positioned but then was observed to not sense or capture the heart. The physician decided to find another location and during repositioning, the helix of the rv lead was observed to not retract properly. Upon finally releasing the rv lead and finding another position, poor measurements were still observed so the rv lead was explanted and replaced. No adverse patient effects were reported.